Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a result alarm issue with cobas infinity core software poc version 2.3.0. It was reported that if a reportable range for cobas pulse devices have been configured in the software, when a patient measurement is sent from the device and has a result that is outside the reportable range, the result is sent to the application with the alarm porh (patient result above instrument reportable range). However, the result in the application does not show that alarm, and instead it displays the alarm iar (alarm flag received from instrument). The reporter alleged that the situation was encountered during an internal test to prepare to deploy this configuration to customer sites. It was confirmed that no patients were affected.

Manufacturer narrative:
The investigation has identified a software issue with the cobas infinity software. The cobas pulse devices will send the result with the attached flag "orh" to cobas infinity to indicate the value is outside of the assay reportable range upper limit. When the cobas infinity driver processes the result sent by the device, a prefix of "p" is added to the alarm "orh" to indicate its a patient flag. However, the flag is not identified in the cobas infinity application because there is no alarm configured in the system for the specific value of "porh" for the cobas pulse device. Therefore, the result is stored with the flags "iar" (alarm flag received from instrument) and "iau" (unknown alarm flag received from instrument) instead. The investigation determined the cobas infinity software has a missing configuration for the reportable alarm ranges "orh" and "orl" (outside of the assay reportable range lower limit).